Manufacturer narrative:
Medtronic received additional information that the conduit was replaced due to high gradients (50mmhg) and moderate to severe regurgitation as a result of the patient outgrowing the conduit. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 6 months post implant of this 26mm pulmonary valved conduit, a 22mm transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for replacement was not reported. No additional adverse patient effects were reported.